Manufacturer narrative:
.

Event description:
It was reported in a journal article that a patient was rehospitalized 1 month post-operatively for an infection. It is unknown if it was related to the implants or not.